Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had poor visualization due to conical tip. Same device was used to continue with the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection was conducted. No evident visual defects. An image quality inspection was performed with an endoscopic video imaging system using the reported dissection tip on the reference endoscope. Blurry spots were evident. Shavings were observed inside the dissection tip resulting in impaired and blurry image. Based on the results of the evaluation, the reported failure mode "poor quality image" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had poor visualization due to conical tip. Same device was used to continue with the procedure. The hospital did not report any patient effects.